Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she experienced dizziness with no impact to daily activities.. In a f/u, the consumer reported that she has experienced bright lights, glare at night, hazy vision, difficulty focussing when she takes her glasses off and strong headaches. The consumer reported she was told by the surgeon that the iol may be defective. The consumer also reported she experienced a spike in her blood pressure and was told it was due to her iol . The consumer reported having a history of blood pressure spikes and headaches prior to the iol implant procedure. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
The consumer called to provide more data. She had an unexpected post operative surprise causing her to have a farsighted eye and anisometropia. She wore glasses for a period of time, but has adapted and is able to go without glasses; although, her vision is quite blurry.